Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred when the customer attempted to load multiple new cartridges. The customer¿s blood glucose (bg) level ranged from 200 mg/dl to 300 mg/dl and the bg level was addressed with a manual injection. The customer reported that the pump would continue to be used for insulin therapy.